Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing a treatment procedure and the procedure was finished after the user tried to expose again. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch could not expose intermittently. Review of the system log file showed that pressing the exposure button on the wired footswitch resulted in no command being executed. Upon troubleshooting fse found that the screw of the footswitch has broken, leaving a portion lodged in the table's connection port. To resolve the issue, fse repaired the broken screw and replaced wired footswitch. The defective part was returned to philips for analysis and found that connector ends were damaged, one anti-slip rubber was absent, the bracket was both loose and bent, and the exposure pedal occasionally failed to operate. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that intermittently the wired foot switch could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.